Event description:
A report was received that the patient was experiencing fever and soreness at the pocket site. The patient went to the ER where he was prescribed oral antibiotics and the incision site was cleaned. The patients precision system will be explanted due to infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8216-70 serial#:(B)(4). Description: artisan 2x8 lim,70cm.

Event description:
A report was received that the patient was experiencing fever and soreness at the pocket site. The patient went to the ER where he was prescribed oral antibiotics and the incision site was cleaned. The patients precision system will be explanted due to infection.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.